Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. This report is number 1 of 4 mdrs filed for the same event (reference 0001825034-2016-01481 / 01482 / 01483 & 3006946279-2016-00067). Device remains implanted.

Event description:
The patient was treated for an infection of unknown origin approximately 30 days after implantation. An irrigation and debridement was performed on the left hip however no product was removed.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 2 states, ¿early or late postoperative infection and allergic reaction.¿ this report is number 3 of 6 mdrs filed for the same patient (reference 0001825034-2016-01481 / 01482 / 01483 / 02119 / 02108 & 3006946279-2016-00067).